Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("severe lower back pain on my left side") in a female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes, diabetes, smear cervix abnormal and bone pain. Concurrent conditions included depression, hyperlipidemia, hypertension, spondylarthritis, hypercholesterolemia, anxiety, acute sinusitis, acute bronchitis, lymphadenopathy and tobacco use disorder. Concomitant products included cilest (ortho tri-cyclen) for birth control. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain on left side "), abdominal distension ("bloating"), gastric disorder ("other stomach issues"), vulvovaginal mycotic infection ("yeast infections"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, excision of vulvar lesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastric disorder, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown and the back pain, abdominal pain, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, gastric disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Lot number added. New events added- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping) and vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-1081) on 01-sep-2015. The most recent information was received on 18-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("severe lower back pain on my left side/ lower back pain") in a 29-year-old female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes, diabetes, smear cervix abnormal and bone pain. Concurrent conditions included depression, hyperlipidemia, hypertension, spondylarthritis, hypercholesterolemia, anxiety, acute sinusitis, acute bronchitis, lymphadenopathy, tobacco use disorder and morbid obesity. Concomitant products included cilest (ortho tri-cyclen) for birth control. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("yeast infections/ vaginal )yeast infections/ frequent yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/ rashes"), nausea ("nausea"), weight increased ("weight gain"), alopecia ("hair loss"), incontinence ("incontinence"), tooth fracture ("teeth were breaking") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain on left side"), abdominal distension ("bloating"), gastric disorder ("other stomach issues"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), arthralgia ("left hip pain") and abdominal pain upper ("stomach pain on the left side"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, excision of vulvar lesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastric disorder, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, allergy to metals, weight increased, incontinence, tooth fracture and urinary tract infection outcome was unknown, the back pain and arthralgia was resolving, the abdominal pain, abdominal distension and dyspareunia had not resolved and the vulvovaginal mycotic infection, vaginal haemorrhage, rash, nausea, fatigue, alopecia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, headache, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 180 ibs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion on (B)(6) 2017, surgical pathological report: final pathologic diagnosis: a. Hysterectomy with left salpingo·oophorectomy and right salpingectomy: entirely submitted uterine cervix with immature squamous metaplasia and mild chronic cervicitis, secretory pattern endometrium, unremarkable myometrium and serosa, left ovary with follicle cysts and hemorrhagic corpus luteum cyst. Entirely submitted fallopian tubes, negative for malignancy, right labia majora mole diagnosis of: compound melanocytic nevus with features common to genitalia. Lesion extends to periphery of the specimen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pevic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter's information was added. Events added: rash, nausea, nickel allergy, fatigue, weight gain, hair loss, uti, incontinence, teeth were breaking, left hip pain, stomach pain on the left side. Outcome of events stomach pain on the left side, abnormal vaginal bleeding, nausea, fatigue, hair loss, yeast infections, rashes were updated from unknown to recovered/ resolved and left hip pain to recovering/ resolving. Concomitant disease and treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (reference number: FDA-(B)(4)) on 01-sep-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("severe lower back pain on my left side") in a female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes, diabetes, smear cervix abnormal and bone pain. Concurrent conditions included depression, hyperlipidemia, hypertension, spondylarthritis, hypercholesterolemia, anxiety, acute sinusitis, acute bronchitis, lymphadenopathy and tobacco use disorder. Concomitant products included cilest (ortho tri-cyclen) for birth control. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain on left side "), abdominal distension ("bloating"), gastric disorder ("other stomach issues"), vulvovaginal mycotic infection ("yeast infections"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, excision of vulvar lesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastric disorder, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown and the back pain, abdominal pain, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, gastric disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA (B)(4) website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("severe lower back pain on my left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain on left side "), abdominal distension ("bloating"), gastric disorder ("other stomach issues"), fungal infection ("yeast infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastric disorder and fungal infection outcome was unknown and the back pain, abdominal pain, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fungal infection, gastric disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment conc duded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received-reporter information updated and lawyers added (legal case). Event pain added. On (B)(6) 2017, she had surgery to remove the essure implant (previously reported as dose not changed). Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.